Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that the cause of the event was some impedance issues. The patient was increased from 1.5v to 1.7v on (B)(6) 2014, the patient was reprogrammed on (B)(6) 2015, and a new electrode was chosen. The patient did not require hospitalization due to the event. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was initially reported that several patients were reporting constipation along with their urinary control. Additional information was noted on (B)(6) 2014 that for this patient the date of event was (B)(6) 2014. Regarding diagnostics, it was noted that impedance was over 4000 in half of settings. They turned up volts to 2.0 and adjusted to another program. No malfunctions were seen nor cause of issue determined. No interventions were taken. Regarding the patient outcome, it was noted that the office will follow up.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0b7vc, implanted: (B)(6) 2013, product type: lead. (B)(4).